Event description:
It was originally reported that the patient's neurostimulator was moving around in his hip. He denied having any falls or weight changes. He also had recharging issues (not specified) with his device. Subsequently, it was reported that the patient had pain due to an infection at the device site. Additional information was requested.

Manufacturer narrative:
(B)(4).